Manufacturer narrative:
Additional information was received on march 6, 2024. Explant is planned for (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 8, 2024. The explant date was clarified to be (B)(6) 2024. Replacement with mentor gel was performed with explant. The device, originally reported as ruptured, was found intact. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 350 cc mentor memorygel breast implant experienced symptomatic left sided rupture with no trauma post procedure. The rupture was confirmed through a physical examination performed by a physician. Future device replacement is indicated, however, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.